Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a no delivery alarm during the night. The customer tried clearing the alarm, but the screen is frozen and the buttons are no longer responding. The customer was unable to remove the battery cap for troubleshooting. Advised the customer that the insulin pump would be replaced. Nothing further was reported.